Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. Sealant was returned in two separate pieces. The distal segment of the sealant was located approx 121 mm from balloon proximal tip and the proximal sealant remained inside the shuttle cartridge. Shuttle movement was checked and no resistance was felt. The advancer tube was found inside the shuttle cartridge in the manufacturing position which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube which can occur if the shuttle cartridge is not completely advanced.

Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the pt was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician had difficulty shuttling down and could not deploy the sealant. The device was removed and the pt was converted to 30 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.